Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) had been issued requesting to have the intuitive surgical, inc. (Isi) device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Although the complaint was not confirmed by failure analysis since the accessory was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product was not returned for evaluation.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory fell off when removed from the patient. The mcs tip cover accessory was retrieved but almost fell inside the patient. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs tip cover accessory fell inside the patient, and was noted by the scrub upon instrument removal that the tip was gone. The mcs tip cover accessory was inspected prior to use and no damage was noted. The mcs tip cover accessory was retrieved. The surgeon was unsure what surgical task was being performed when the mcs tip cover accessory fell inside the patient. The mcs instrument was in use for 10 minutes. The surgeon did not notice any issues with the functionality of the mcs instrument during the surgical procedure. The mcs instrument collision with any other instruments during the surgical procedure was minimal. The mcs tip cover accessory was properly installed during the surgical procedure and no part of the orange surface was visible after the mcs tip cover accessory was installed. The mcs tip cover accessory was not installed beyond the orange surface. The installation tool was used. The electrolube or any other lubricant was applied to the mcs instrument prior to the mcs tip cover accessory installation. There was no difficulty in removing the instrument. The instrument wrist was straightened upon removal. The surgical staff did not notice any damage on the mcs tip cover accessory, mcs instrument, or cannula after the event occurred.